Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous external iliac artery (eia). A 8.0mmx40mmx135cm sterling¿ balloon catheter was used to dilate a previously implanted in-stent restenotic non-bsc stent. The balloon was inflated twice at 14 atmospheres. However, during the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8.0x40 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as balloon was inflated over the rated burst pressure and the dfu states: ¿position the balloon relative to the lesion to be dilated and inflate the balloon to the appropriate pressure. It is strongly recommended that negative pressure is maintained on the balloon between inflations. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter.¿ (B)(4).